Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, patient's mom had tried the "try it" feature for alert functionality. The patient's mom reported it only vibrated for her.

Manufacturer narrative:
(B)(4).